Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned t7 cannulated hexalobe driver (part number 80-4150, batch 589794) was examined visually under magnification. The driver tip presented with several surfaces with a distinguishable, angled approximately 45-degree fracture planes relative to the driver's long axis. A remaining portion spanning two outer lobes protruded relative to the others. It also vertical fracture followed the valley of one lobe. These surfaces supported characteristics of a torsional failure pattern in a brittle material. The returned broken off portion of the driver tip also supported the plausibility of a torsional fracture. Not all portions were returned in the bag. Vertical failure lines were visible in the two valley sections adjoining an outer lobe. The remaining surfaces had a spiral like appearances and a distinguished, approximately 45-degree fracture plane. The driver tip's fracture patterns supported the information provided in the reported event. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery, the surgeon was implanting the 40mm at3 micro screw. Upon final advancement of the screw in the 4th metacarpal, the driver tip broke. The screw was about 2mm proud, and the driver tip sheared at a 45-degree angle. It was also reported that the surgeon made an incision at the metacarpal head to retrieve the broken screwdriver tip. After removal, the surgeon advanced the screw using the solid driver tip. The surgery was completed after a 20-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00013 for the screw involved in this event.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.